Event description:
A copy of a medwatch form (uf/importer report) was received by novartis on december 2005. This notification does not match any complaint that novartis received from any customer. According to the report, "event desc: pt. Received 850cc of feeding solution at free flow. No adverse outcome. The bed side was very busy with multiple therapies and monitoring, ICU nurse did not notice feeding tube had come off of the rotary peristaltic pump while remaining in the drip chamber bracket, this allowed 850cc of feeding solution to free flow to pt. Until bag empty alarm was set. The pump's free flow alarm was tested and did not alarm at (patient set at 40 ml/hr) lower flow settings, only did it alarm at the max flow rate setting of 290 ml/hr. No tubing based free flow protection is available from this manufacturer. After further review we discontinued this pump line in favor of a pump/tubing that does have set based free flow protection. Device usage problem: device malfunction - this is, the device did not do what it was supposed."